Manufacturer narrative:
During inspection and testing, service also found the video connector was damaged, and the light guide lens was scratched. The rubber on the insertion tube was scratched and the adhesive at the distal end was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device exhibited an image defect. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. The device inspection and testing confirmed the reported issue, and found the screen was blacked out with no image. This report is being submitted for the malfunction found during service (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.